Event description:
It was reported that the user became stuck on the ilet fill tubing screen at the ¿do you see drops¿ prompt with 0.7 units displayed, and customer care guided the user to disconnect from the body, select ¿yes¿ to exit the screen, and then reconnect and resume delivery; the user reported a blood glucose of 242 mg/dl and chose to self-monitor. Symptoms included hyperglycemia. Outcomes included no reported injury and no need for medical attention. Investigation included troubleshooting and user education. Investigation of this case revealed that the user interface sequence for tubing fill required guidance to complete, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.